Event description:
Complaint alleges: customer reported that they have had difficulty with stylet sticking in et tubes (sheridan hvt). No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.